Manufacturer narrative:
Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. However, unit passed displacement test. Test p-cap / reservoir will not lock in place due to broken reservoir tube lip. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window cover.

Event description:
The customer reported via phone call that the insulin pump fell and hit the floor. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.